Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. Insulin pump received a low battery alert prior to the replace battery alert. Customer tried different new batteries and cleaned battery compartment. Self test was passed. Insulin pump indicated battery level low even when battery was off. Customer was attempting to restart pump but failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.